Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation occurred normally. However, over time the cuff would gradually deflate which would have resulted in the reported event. A leak test was performed to locate the leak by submerging the cuff and different portions of the inflation assembly under water and bubbles (leakage) occurred from the lumen within the tube. Under magnification, there was a tear in the inflation lumen approximately 0.55 inches from where the inflation tube inserts into the emg tube. Electrically, for further analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.4 ohms (blue with clear tubing), 3.6 ohms (red), and 3.3 ohms (red with clear tubing) in which all electrodes were within specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the patient was monitored for the recurrent laryngeal nerve, the anesthesiologist opened the neuromonitoring endotracheal tube and found that the balloon used for inflating the tube was leaking and could not be used. The anesthesiologist immediately replaced it with another endotracheal tube. There was no impact on the patient.